Manufacturer narrative:
Follow up with the field service representative has not been completed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During impella support, the device encountered an alarm sound during suction. The alarm was barely audible and was muffled. There was no harm to the patient as a result of this incident.

Event description:
It was later reported that care was withdrawn and that the patient expired.

Manufacturer narrative:
The investigation has been completed. Data analysis: the console log did not confirm the reported muffled alarm but showed communication issues with the pbm and opm module (unrelated to the complaint). Device analysis: the console was tested in lab. All alarms are audible, and there were no communication issues reproduced during normal operation. Root cause: the cause of the muffled/inaudible alarm was not determined since issue wasn't reproduced. B1/b2 updated. B5 updated. H1 updated. D2 common device name updated. D4 model number, lot number, and unique identifier (UDI) # updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email updated. H4 updated.